Event description:
The user does not enter the correct c-factor for a siements virtual wedge. The pt receives a mistreatment. The c-factor has no major impact on the mu, but on the profile tilt, for which the user probably compensated.

Manufacturer narrative:
The c-factor should have been entered correctly during the commissioning of the linac. As a result of the FDA form 483 report fei number (B)(4) dated (B)(4), 2011, nucletron (B)(4) is now submitting this MDR in compliance with the corrective actions of the FDA form 483.